Event description:
It was reported that the patient had suspected damaged cranial dbs leads. Hcp exposed the distal end of the leads which and discovered that the contacts and insulation were stripped off of the leads. Due to the extreme condition of the leads there was no way to troubleshoot. Visual inspection was sufficient to conclude that the leads were irrevocably damaged. The section of the cranial leads that connect to the extension wire (distal end) were stripped down to bare wire at a different facility by a different physician. He then removed the portion of the leads which were outside the cranium in anticipation of returning to revise the leads completely at a later date ((B)(6) 2026).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was provided by the manufacturer representative, clarifying that the surgeon initially removed only the visible, damaged portions of the cranial leads from the exposed surgical area, then returned on 01/12/2026 to complete the removal and replacement of the cranial leads; on 01/07/2026, the extension wires and ins were also explanted. The manufacturer representative added that no symptoms were associated with the explanted devices. No device malfunction was noted. During the follow-up procedure on january 12, 2026, a new system (cranial leads, extension wires, and ins) was implanted, and therapy was restored. No further action is planned, as the issue is resolved. The physician has confirmed the information.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.